Event description:
It was reported that the patient's left knee was revised because the knee was in varus. A triathlon ps knee was revised to a triathlon ts knee with stems and augments. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left knee was revised because the knee was in varus. A triathlon ps knee was revised to a triathlon ts knee with stems and augments. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Corrected data: upon further review, this device has been determined to be concomitant and there is no indication or allegation that the device reported in this investigation contributed to the event. An event regarding malposition involving a triathlon insert was reported. Conclusion: based on the information provided there is no indication or allegation that the device reported in this investigation contributed to the event and is therefore considered concomitant. It was reported that the patient was revised because the knee was in varus. There were no reported allegations against the triathlon insert and was revised as the knee was being converted to a triathlon ts knee. Additionally, during revision surgery, it is considered good surgical practice to always replace bearing components such as the insert with new devices, also because service life damage or wear is not always readily visible and these components are usually modular and removal is easy and straightforward. A full investigation is completed on the triathlon femoral component and triathlon baseplate within the same pi. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.